Manufacturer narrative:
(B) (4). Physio-control provided customer technical assistance. Follow up with customer found that replacement of the charge pak (internal battery charger) did not resolve the issue and the device would not power on. Customer has removed the device from service and will be purchasing a replacement defibrillator. The root cause of the malfunction was not determined.

Event description:
Customer reported that the device had all three icons (charge pak, attention and service wrench) icons illuminated. The reported symptom could be an indicative that the device would not power on. There was no report of pt use associated with the event.